Event description:
An update was received from a nurse specialist assisting in this patient's therapy indicating that the x-rays were reviewed and he was unable to identify a gross lead discontinuity in the x-rays. No known surgical intervention has occurred to date.

Event description:
It was reported that a patient had high impedance identified on a system diagnostic test. A review of the available programming history identified that the device had historically good impedance values. A review of the manufacturing records confirmed that the device had been manufactured to all specifications prior to release for distribution. No known surgical intervention has occurred to date.